Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they primed the diluent in replicates of three. Upon ccc's instruction, the customer adjusted the sample probe tip and checked the alignment. The customer ran the patient samples, which correlated with the results from an alternate dimension exl instrument. The cause of discordant, falsely elevated na, k and cl results was related to sample probe misalignment. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained for sodium (na) and chloride (cl) on two patient samples while a discordant, falsely elevated result was obtained for potassium (k) on one of the two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension exl instrument, all resulting lower than the initial results. The repeat results from the same instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, cl and k results.